Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell causing area near drive support cap to break off and was put back together with glue. Customer reported that after pump fell, numbers could not scroll. Insulin pump was unable to exit the "preparing to prime" loop. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer was advised that insulin pump would need to be replaced.